Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. No noise was observed on the electrogram (egm). Technical services (ts) was consulted and offered troubleshooting options. The patient is scheduled for further troubleshooting and evaluation. Additional information was received that this rv lead has been explanted and replaced due to the previously reported observations, high out of range shock impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. No noise was observed on the electrogram (egm). Technical services (ts) was consulted and offered troubleshooting options. The patient is scheduled for further troubleshooting and evaluation. The rv lead remains in service at this time. No adverse patient effects were reported.